Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. The complaint reported cannot be confirmed. The study is not conclusive of relating the reported conditions with duraseal products. Root cause cannot be determined at this time.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the jdsd5001 duraseal was used for craniotomy tumor removal and after the operation; the patient had an inflammatory reaction. The patient was treated with antibiotics and was now recovering. No further information was provided by hospital. Additional information has been requested.